Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer reloaded the cartridge to address the issue. Additionally, it was reported that the pump requested the customer perform the load fill tubing sequence multiple times during the load sequence. Reportedly, multiple attempts using the same cartridge were performed to address the issues and insulin delivery was resumed. Customer's blood glucose level was 215 mg/dl.